Event description:
Additional information: it was also stated that "ever since he had the granuloma, and they spliced the catheter and had to stretch it to get it back in where he needed it, patient had been having sensations. Patient had had the granuloma since (B)(6) 2011. The catheter was replaced (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing an electrical shock sensation from the pump, which was felt from the pump location and went to his heart. The pt reported that this sensation occurred almost continuously and would be more frequent when leaning forward. The issues began when a granuloma had been found in (B)(6) 2011. It was later reported the pt was doing fine. The event was not related to the pump. The pump was scheduled to be replaced. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.